Manufacturer narrative:
The account did not know exactly which bed was involved in the event. An account executive and field service technician inspected several beds at the facility and were able to pop the brake out of the locked mode. Upon further investigation, hill-rom engineering determined that the caster cam is not rotating sufficiently so that it properly locks in brake position when the foot end brake pedal is activated. The brake position when the foot end brake pedal is activated. The brake engagement of the caster cam at the head end of the bed is also affected by the loss in the transmission of angular displacement from the foot end brake mechanism.

Event description:
Reference to importer report # 1824206-2013-01721.